Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. It was noted that the valve opening was not normal. The device remains implanted in the patient and cannot be evaluated. Additional information is being requested from the healthcare provider. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 7300tfx 27mm valve (exact implant duration unknown) underwent a valve-in-valve procedure due to acute stenosis. This patient recently underwent surgical mvr due to severe mitral stenosis. She is in post cardiotomy, on ECMO. She was deemed a surgical candidate for redo-mvr. Echo showed a 3d planimetry eoa of 0.4cm2. Consequently, it was very difficult to cross the valve. The transseptal sheath was exchanged for an agylis sheath. Eventually, the valve could not be crossed and a safari wire was placed in the left ventricle. Echocardiographically, the valve appeared to have the equivalent to commissure effusion. Hence, balloon valvuloplasty was performed. However, prior to valvuloplasty, a sentinel cerebral protection filter system was placed. The transseptal sheath was exchanged for a 12 fr. Torquvue. A 25mm z-med ii was advanced across the mitral valve. Valvuloplasty was performed during rapid pacing. Repeat echocardiography demonstrated a significantly enlarged eoa. However, opening of the valve was still not normal. It was hence decided to proceed with transcatheter mitral valve palpitation. A 26mm sapien 3 valve was successfully implanted in perfect position. There was no lvot obstruction. The patient tolerated the procedure well and was transferred to the or for decannulation of ECMO.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.